Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 18x1-1/2 rb needle went through the shield. The following information was provided by the initial reporter: material: 305918. Batch#: 5245293. Verbatim: rcc received a complaint via email. Email(s) attached. Today a nurse brought a needle to my attention that was sticking through the plastic cap and the packaging. She felt something sharp, but no injury and it was noticed before it was used for anything.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that the needle was protruding through the plastic cap and the packaging. To support the investigation, one sample with an opened blister pack and three photographs were provided for evaluation by the quality team. A visual inspection confirmed that the needle tip was hooked and had penetrated the plastic shield, causing damage to the shield. The photographs corresponded to the sample received. This condition may have occurred during the shielding process. A review of the device history record for material number 305918, lot 5245293, indicated that all visual inspections were performed according to requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the inspection control plan and subsequently approved for shipment. Additional device history records were reviewed for each batch of needles used in manufacturing this final batch, and no documentation of this type of defect was found during the entire production run. Verification of the shielding equipment confirmed that settings were correct and product flow was satisfactory. To date, no other similar events have been reported for this lot.